Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b14 (to capture DHR) corrected: d4 (primary UDI number). H3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history review (DHR): part # pui80902 lot # 144140 manufacturing site: depuy synthes sales, inc. Supplier: (B)(4) quantity: (B)(4) release to warehouse date: 18 may 2024 expiration date: 30 apr .2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a posterior lumbar interbody fusion (l4/5) for degenerative scoliosis on (B)(6) 2025. In the surgery, the surgeon inserted a conduit curved between the vertebral bodies via a tlif approach from the right side at l4/5. When the placement was checked using a c-arm, the lateral view showed it to be in the normal position. However, in the front view, it was confirmed that the cage was installed quite close to the insertion side (right side). When the surgeon tried to move the cage back into its normal position by applying a small amount of impact, the cage deviated from the space between the vertebrae and slid down near the front of the vertebrae. Although it was difficult to find where the cage was inside the body, the location was identified by checking the fluoroscopic images with a c-arm. The surgeon was able to remove it by using a small hook-tipped steel tool owned by the hospital to hook the cage and pull it up. The surgeon then attempted to insert the cage again at l4/5 with a conduit straight, but was unable to feel it was placed stably, so he ultimately gave up on inserting the cage and filled the l4/5 space with bone graft. In addition, the surgeon performed fixation by firmly spreading bone grafts on the posterior and lateral sides with plf. The surgery was completed successfully with sixty minutes of delay.